Event description:
The first two devices had a crack in the tubing. When attempting to use the "flush" port, the water would come out of the tubing. The third system pulled out did not have the defect.